Event description:
It was reported that post-surgery it was observed that the bearings were bad and would not turn on the attachment device. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was noisy and functional. It was also discovered that the seals were worn and the bearings were corroded. Therefore, the reported condition of bad bearings was confirmed. However, it was not confirmed that the device would not turn. The assignable root cause was determined to be due to normal wear from repeated sterilization and use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.